Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 275 mg/dl. The customer changed the supplies on the pump and insulin delivery was resumed. A correction bolus was delivered to address the bg level. The customer used a new box of cartridges and had not received any further occlusions.